Event description:
A nurse reported to baxter a connection issue found on the transfer set during use. The nurse stated that a cusotmer had reported that the titanium adapter was disconnected from the patient transfer set. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Additional information received: the complaint for connection issue was not confirmed. The cause was undetermined.